Event description:
It was reported by that during service and evaluation, it was determined that the neuro tip of the craniotome device was bent/damaged. It was further determined that the device failed pretest for visual assessment. It was noted that during an unspecified surgical procedure, it was discovered that it was difficult to load the "guards" and burs onto the handpiece device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however an approximate date of (B)(6) 2021 has been entered. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: attachment device; handpiece device; bur device; (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the initial reported condition of the device having difficulty being loaded onto the handpiece and bur device was not confirmed. Therefore, an assignable root cause was not determined. However, that the reported condition of the craniotome device being bent/damaged identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI ¿ (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: attachment device; handpiece device; bur device; (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the initial reported condition of the device having difficulty being loaded onto the handpiece and bur device was not confirmed. Therefore, an assignable root cause was not determined. However, that the reported condition of the craniotome device being bent/damaged identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI ¿ (B)(4).

Event description:
It was reported by that during service and evaluation, it was determined that the neuro tip of the craniotome device was bent/damaged. It was further determined that the device failed pretest for visual assessment. It was noted that during an unspecified surgical procedure, it was discovered that it was difficult to load the "guards" and burs onto the handpiece device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however an approximate date of (B)(6) 2021 has been entered. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.